Event description:
It was reported by the caller after going transseptal, the ultrasound confirmed a pericardial effusion. The patient was stable via anesthesia. All catheters were removed and the patient had a pericardiocentesis. The heparin was discontinued and protamine was given. There was 1100 cc of fluid removed. The patient was stable and then went to the or for surgical repair after two hours of attempting to get the bleeding to stop. There was no ablation that was done prior to the effusion. The physician does not feel as though any of the bwi catheters caused the effusion. The caller states the patient is still in the or. 2. What is the physician's opinion on the cause of this adverse event (bwi product malfunction, procedure, and/or patient condition)? -- the baylis transeptal needle during or right after transeptal puncture as well as an aneurysmal septum of the patient (procedure/patient condition) (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).